Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings:.1. Pump intermittently powers with returned battery cap. (B)(4). A test battery cap was used for all testing. Pump powers with a test battery cap to a dim unreadable display image..2. Keypad peeling from top of keypad to "up" key. Pump was returned with two sided tape holding keypad rubber on at "contrast" key..3. Removed keypad. Unable to check functionality of keypad due to dim display. "Contrast" key contact missing. Contamination under "up", "down" and "ok" key contacts..4. Unable to complete checklist steps 6, 7, 10,11 due to dim unreadable display.5. Removed pump case, no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.